Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan with a voicemail from (B)(6) alleging the one touch verio iq meter was reverting to the set up mode. The patient did not allege any harm or injury because of the reported issue. The patient was not available at the time of the call back. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter was reverting to the set up mode. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.